Event description:
Th patient purchased the meter the smae day as calling lfs. She was not able to get the meter to power on. She went ahead and ate a meal and then took her insulin. She began to fell dizzy so she called her physician for advice. The advice was to eat 2 slices of bread and to drink some orange juice. The patient then went to the pharmacy for assistance. The pharmacist then called lfs for the patient. The patient was not willing to troubleshoot. A replacement meter has been sent to the patient. No blood glucose results were reported from the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.